Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned.

Event description:
A new custom request has been received for rebushing components, new yolk and a new axle due to the patient experiencing pain.